Manufacturer narrative:
(B)(4). Results of investigation: a vyaire medical field service representative (fsr) evaluated the device onsite. The fsr was able to pressurize the ventilator, but found that the frequency panel meter was displaying oscillating numbers between 40-50 hertz when rotated clockwise and 20-35 hertz when rotated counter clockwise.

Event description:
The customer reported that the ventilator was in use on a patient when the pressure suddenly dropped, causing the driver to stop oscillating. The patient was switched to another ventilator and there was no patient compromise. The customer evaluated the ventilator and could not duplicate the issue and attributed the issue to "user error."